Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on november 12, 2020.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and pain with device use. The issue could not be resolved, and the device was explanted on (B)(6) 2020.